Event description:
It was reported that as the surgeon inserted the cc4204a collamer single piece lens , the lens tore in the injector. The lens was removed and discarded. The reporter sttaed the incident was the result o insufficent viscoelastic during loading.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4).